Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and checked reagent probe 1, which was not centered within the cuvette. The cse also determined that the sample was centrifuged outside the tube manufacturer's instructions for centrifugation for 10 minutes. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The cse instructed the customer to follow the tube manufacturer's instructions for proper centrifugation time. The cse recalibrated the method, adjusted the reagent probe 1 and successfully ran qc. The cause of the discordant ctni result is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant, falsely elevated result for cardiac troponin I (ctni) was obtained on a dimension rxl max with hm instrument on one patient sample. The patient was admitted to the hospital with a diagnosis of hyperglycemia on (B)(6) 2014. On (B)(6) 2014, the discordant ctni result was sent to the physician(s). The lab questioned the result and repeated the sample on the same instrument and on an alternate instrument, resulting lower on both. The lower results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ctni results.